Manufacturer narrative:
(B)(4). Eval summary: the device was received by baxter for eval. Review of the event log found evidence of the reported iipv condition. The cause was determined to be one or more cycles advanced to the next fill when slow/no flow occurred above the minimum drain volume threshold. Should add'l relevant info become available a supplemental report will be submitted.

Event description:
During eval of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified. This event occurred during the therapy initiated on (B)(6) 2012 at 20:58:23. During night drain cycle six, the pt's ultrafiltration reading was 1873 ml, indicating the home pt (hp) drained 1873 ml more than their maximum programmed fill volume of 2500ml. No add'l info is available.